Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys ca 19-9 immunoassay (ca 19-9) and one patient sample tested for the elecsys afp assay (afp) on two cobas 8000 e 801 module analyzers. Of the two samples, only the sample tested for ca 19-9 on e801 serial (B)(4) was a reportable malfunction. No erroneous results were reported outside of the laboratory. The sample initially resulted with a ca 19-9 value of 215.3 u/ml. The sample was repeated on the second e801 analyzer, resulting as 22.5 u/ml. The value of 22.5 u/ml was believed to be correct and was reported outside of the laboratory. The sample was then repeated on the original e801 analyzer, resulting as 23.2 u/ml. No adverse events were alleged to have occurred with the patient. The ca 19-9 reagent lot number was 306413. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The ca 19-9 reagent lot number 306413 has an expiration date of 30-april-2019. The calibration data was within expectations for both e801 analyzers. The qc recovery was within expectations on e801 serial number 1781-09. Recovery for e801 serial number (B)(4)was not provided. A general reagent issue can be excluded. The investigation was unable to find a definitive root cause.